Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, an experienced urologist, was working with another device when a error code 5 was displayed. It failed to work after the scrub nurse's attempt to clean and re-setup. Another new device was used to complete the procedure. The damaged device was sterilized and given to the rep. It was noted that the tissue pad was almost peeled off after such a tough case. There were no adverse consequences to the pt.